Event description:
Mean airway pressure was drifting and ventilator could not be calibrated. Ventilator changed out with no adverse effect to pt. Ventilator was repaired by MFR biomedical personnel. Dates of use: two days in 2007. Diagnosis or reason for use: respiratory distress syndrome. Event abated after use stopped or dose reduced? Yes.